Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
When using a syringe to flush the vascular sheath with saline during the operation, it was found that the catheter was blocked, so a new vascular sheath was replaced to complete the operation.

Manufacturer narrative:
The sample is indicated as returned. As of this date, sample evaluation has not been completed. A follow-up will be submitted once the sample has been evaluated.

Event description:
When using a syringe to flush the vascular sheath with saline during the operation, it was found that the catheter was blocked, so a new vascular sheath was replaced to complete the operation.

Event description:
When using a syringe to flush the vascular sheath with saline during the operation, it was found that the catheter was blocked, so a new vascular sheath was replaced to complete the operation.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no deviations or non-conformances were found. One opened device was returned for review from the customer. A visual and functional inspection was performed on the returned product. The visual inspection did not find any external damage to the devices. The dilator and introducer were both flushed with a water-filled syringe and the devices flushed as designed and no blockage was found during the functional test. Since the failure mode could not be duplicated, no corrective action will be implemented.